Event description:
False negative result (s). The most unreliable test ever you have be very precise on following direction used it 2 time before making a appointment at cvs and both time it said I was negative and when I got tested at cvs it said I was positive even bought another brand test and got positive. Super unreliable.